Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized due to hyperglycemia at ashton primary care centre on (B)(6) 2025. The patient's blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) with high ketones (values unspecified). The pod was worn between 37 and 48 hours on the abdomen and was observed to have fluid leaking. Symptoms reported include ketones, nausea, exhaustion and headache. At the hospital, the pod was removed by the doctor and the patient was administered an intravenous drip (fluids unspecified). The patient was able to resume treatment and was discharged the following day. The pod has been discarded.